Event description:
During prep, the physician found that the coil was unraveled. This unravel was noticed when the physician took the product out of the package, and inspected according to (IFU) instruction for use. The product was not clinically used, but another coil (cat/lot unknown) was used to complete the procedure.

Manufacturer narrative:
During removal from the package, the coil was removed according to (IFU) instruction for use guidelines. The coil was not manipulated in any way, and the coil was only inspected prior to prep. The zipper was lock in position. The product was discarded and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.